Event description:
A pin collet was sent for evaluation because metal shavings were coming off the device during cleaning. No adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly of the device, visual inspection under magnification revealed metal particles inside the collet. The device was not returned to the customer; it is not repairable once it is disassembled.